Event description:
The customer reported the cufflator unit is missing the perflex face plate. There was no other physical damage reported by the customer. There was no patient incident or injury reported. The customer did not provide a date when this was discovered.

Manufacturer narrative:
Evaluation results: - evaluation of the returned product did not confirm the reported issue. The rubber protective ring was off of the cufflator when received. The perflex plate has a white film on it but is not missing. The needle is sitting at zero. When an attempt was made to obtain pressure readings the cufflator would not maintain pressure. Note: the instructions for use has a statement: before use, the control inflator needs to be checked as follows: close connecting piece with the finger. Inflate with inflation bulb to 120 cm h2o; value must be constant for 2-3 seconds. If the pressure drops, the device needs repair by the distributor. Inspect the unit and check the cuff for leaks prior to use. Prior to intubation or extubation, withdraw all the air from the cuff with a syringe and close the inflation line. Never open the posey cufflator body. If the posey cufflator body is opened, any damages that result will not be covered under warranty. Return all cufflators to the posey company for repair. (B)(4).